Event description:
The pt stated that approx one week ago she had two infusion set tubings partially separate from the luer lock. She stated that no insulin leaked from the tubing on either occasion because the inner tubing was still attached. The tubings were 3-4 days old at the time of the events. The pt stated her blood glucose was elevated to 233 mg/dl. Her normal level is around 120 mg/dl. To treat her high blood glucose she changed the infusion tubing and administered a correction bolus. No symptoms of high blood glucose were reported. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.